Event description:
It was reported that the patients non-rechargeable Implantable Pulse Generator (IPG) was no longer working as intended. The patient underwent an IPG replacement procedure.Additional information was received that the patient was not able to receive any therapy. It was also noted that the patient was a high frequency user. The patient was doing well postoperatively, and the explanted device will not be returned per physicians preference.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause not established.

Event description:
IT WAS REPORTED THAT THE PATIENTS NON-RECHARGEABLE IMPLANTABLE PULSE GENERATOR (IPG) WAS NO LONGER WORKING AS INTENDED. THE PATIENT UNDERWENT AN IPG REPLACEMENT PROCEDURE.